Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer septal occluder was selected for a procedure. During the procedure, during deployment, it was noted that the device had deformed into a cobra shape. The device was removed from patient anatomy and replaced with a 22mm amplatzer septal occluder. The patient is reported to be stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. Images were received from the field and the images appeared to show the device deforming cobra, however, the device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported incident appears to be related to procedure circumstances as the use of a larger sheath may influence deformations of the device. Please note that per the instructions for use, the minimum recommended size delivery system for use with a 24 mm amplatzer septal occluder is an 9f.

Event description:
Subsequent to the previously filed report, additional information was received:the patient is reported to be stable. A 10f amplatzer trevisio intravascular delivery system was used in the procedure. The patient remained hemodynamically stable throughout the procedure. No adverse patient effects. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.